Manufacturer narrative:
The autopulse platform (sn (B)(4)) failed the load cell characteristic test during zoll evaluation. The root cause for the observed failure was a failed load cell module #2, likely attributed to a failed component or mishandling such as a drop. During visual inspection, there was no physical damage observed on the autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test as the load cells module exceeded normal parameters. The defective load cell module #2 was replaced to address the observed failure. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) failed the load cell characteristic test during zoll evaluation. No patient involvement.